Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that on (B)(6) 2013, a 2.75x23mm xience xpedition stent was successfully implanted in the proximal right coronary artery (rca) lesion and the patient was discharged home the following day. On (B)(6) 2015, the patient experienced unstable angina. On (B)(6) 2015, the patient was admitted to the hospital. Another percutaneous intervention (pci) was performed placing an unspecified stent in the re-stenosed proximal rca lesion and another unspecified angioplasty was performed in the right posterior diagonal coronary artery lesion. On (B)(6) 2015 the chest pain resolved without sequela and the patient was discharged from the hospital. There was no additional information provided.